Manufacturer narrative:
Manufacturer's analysis conclusion: the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket as well as multiple areas of compromised wire insulation. The heartmate 3 lvas was returned in used condition. The controller connector bend relief was noted to be slightly discolored with a yellow tint and a sticky substance was noted on its exterior but was otherwise unremarkable. The controller connector appeared to be unremarkable with no damaged pins or evidence of corrosion/fluid residue. The inline connector bend relief was noted to be slightly discolor with a yellow tint but was otherwise unremarkable. The inline connector was noted to have some residue within the connector but was otherwise unremarkable with no damaged pins. Examination of the modular cable revealed cosmetic damage to the polyurethane jacket approximately 3¿ from the controller connector. The polyurethane jacket was folding over on top of itself; however, the damage to the polyurethane jacket did not appear to penetrate the underlying armor layer, which was unremarkable. The clear bionate layer was also unremarkable. The underlying wires showed kinking approximately 4.5¿ 5.5¿, 7.5¿, 10¿, 11.5¿, 12.5¿, 16.5¿ and 19¿ from the controller connector. Upon visual observation of the underlying wires breaches within the brown, yellow, red, orange and black wires was found at approximately 5¿, 7.5¿, 12¿, 19¿ and 19¿ from the controller connector respectively. Microscopic inspection of the wires confirmed breaches to the wire insulation exposing the internal conductors. The wire damage occurred in locations where the wiring was kinked and appeared to be the result of wire fatigue damage due to repetitive flexing of the modular cable in these areas. Because no other areas of compromised wire insulation were identified on the wires immediately surrounding the damaged brown, yellow, red, orange and black wires, there was no potential for an electrical short to occur to result in any driveline related alarms or functional issues. No alarms or faults were reported by the account. The heartmate 3 IFU and patient handbook contain information in regard to caring for the driveline and instruct the user to check the driveline daily for signs of damage. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received a modular cable exchange due to broken silicone. No further information was reported.